Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The date of the initial report is corrected to march 02, 2023. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed damage to the epoxy header. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a broken electrode wire. This is believed to have occurred during revision surgery. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration in not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.